Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer and remoted in to evaluate the logs for review. The logs showed a red vent disconnect alarm at 0745:43 from bedside monitor and the red alarm sound noted at pic hhe7surv1 and hhe7ov1 at 0746:11. The ventilator disconnect ended at 0746:33. There was another ventilator disconnect alarm at 0746:08 pic red alarm sounded at 0746:35 seconds. This alarm was acknowledged at 0747:08 at pic hhe7surv1. The ras sent a screen shot of the audit logs for the staff to look at. The customer expected an alarm for ventilator disconnect in the alarm review; however, the ras explained this does not happen. The ras escalated the case as the staff did not believe the central station worked as expected. The logs and screen shot were sent to an internal philips product support engineer (pse) for further evaluation. The pse investigated and explained the screenshot did show the same thing as in the clinical log. At 07:46:11 and 07:46:33 on (B)(6), there was the ventilator disconnection which generated the red inoperative. Red inoperative like red alarms would generate the sound which does show ¿red alarm sound played¿ immediately on both the hhe7surv1 surveillance and the hhe7ov1 overview. The audit log can show any volume changes, so the sound was at least the minimum which can be heard for bed e70401. Since there were no changes to the alarm, the red inoperative alarm would have sounded. The central station did alarm on those boxes and worked as intended. The customer responded indicating they have not been able to recreate the failure to alarm. With the help of the philips ras, the site investigated the reported issues thoroughly and believes the device worked to specification with no failures. The customer stated they did not want philips to continue with the investigation. No further investigation or action is warranted at this time.

Event description:
It was reported there was no alarm at central station when the ventilator disconnected; however, the staff heard the alarm from the patient's room. The device was in clinical use at time of event, no adverse event was reported.